Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there were air bubbles in the reservoir while troubleshooting for high blood glucose. The blood glucose reading was 260 mg/dl. Customer treated with a bolus. Customer had rewound the insulin pump with the reservoir still in place during the high pressure test. Customer was advised to prime out the air bubbles. Nothing further was reported.